Event description:
It was reported extravasation with PICC in situ. PICC flushed and blood return obtained. Treatment commenced and after a few minutes patient noted stinging in the right upper arm. Infusion stopped and swelling at PICC site noted. Area marked - approx. 6-7cm swelling around the PICC site. PICC removed - hyaluronidase (B)(4) units in 2mls water for injection s/c using pin cushion technique. Warm compression for 24 hours. Fracture noted at 5.5cm and 6.5cm. 14/08/2023 info received: the patient¿s tx was delayed until a new PICC was placed on (B)(6) 2023. The patient reported stinging in their right arm where the PICC was insitu and swelling was noted. Extravasation was identified and the area was treated with hyaluronidase (B)(4) units in 2mls water for injection s/c using pin cushion technique. The patient was sent home with warm compression for 24 hrs then r/v with no harm or injury. The PICC was secured with secureacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a tear in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5cm and 6cm markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported extravasation with PICC in situ. PICC flushed and blood return obtained. Treatment commenced and after a few minutes patient noted stinging in the right upper arm. Infusion stopped and swelling at PICC site noted. Area marked - approx. 6-7cm swelling around the PICC site. PICC removed - hyaluronidase (B)(4) units in 2mls water for injection s/c using pin cushion technique. Warm compression for 24 hours. Fracture noted at 5.5cm and 6.5cm. 14/08/2023 info received: the patient¿s tx was delayed until a new PICC was placed on (B)(6) 2023. The patient reported stinging in their right arm where the PICC was insitu and swelling was noted. Extravasation was identified and the area was treated with hyaluronidase (B)(4) units in 2mls water for injection s/c using pin cushion technique. The patient was sent home with warm compression for 24 hrs then r/v with no harm or injury. The PICC was secured with secureacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported extravasation with PICC in situ. PICC flushed and blood return obtained. Treatment commenced and after a few minutes patient noted stinging in the right upper arm. Infusion stopped and swelling at PICC site noted. Area marked - approx. 6-7cm swelling around the PICC site. PICC removed - hyaluronidase 1500 units in 2mls water for injection s/c using pin cushion technique. Warm compression for 24 hours. Fracture noted at 5.5cm and 6.5cm. 14/08/2023 info received: the patient¿s tx was delayed until a new PICC was placed on (B)(6) 2023. The patient reported stinging in their right arm where the PICC was insitu and swelling was noted. Extravasation was identified and the area was treated with hyaluronidase 1500 units in 2mls water for injection s/c using pin cushion technique. The patient was sent home with warm compression for 24 hrs then r/v with no harm or injury. The PICC was secured with secureacath.